Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited peeling of acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "acoustic lens is peeled" malfunctions could not be identified. The event can be prevented by following the instructions for use which state: important information ¿ please read before use precautions ¿ do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force regardless of its flexibility. The insertion section may be damaged. ¿ do not apply shock to the distal end of the endoscope, in particular the objective lens surface at the distal end of the endoscope. An abnormal endoscopic image may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Olympus will continue to monitor field performance for this device.